Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09698, related manufacturer reference number: 2017865-2020-09699. It was reported that the patient presented in clinic. It was found that the patient's implantable cardioverter defibrillator (ICD) had migrated to the patient's armpit. Interrogation of the device also revealed that the patient's right ventricular and atrial leads both exhibited high capture threshold without loss of capture. The ICD and two leads were extracted and was replaced with a biventricular pacing system. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.